Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump could not rewind. The customer's blood glucose level was 187 mg/dl at the time of the incident. Customer stated they smelled insulin and the tubing that goes on top of the reservoir is hanging on by thread. Customer got a low reservoir alarm on pump and has circle on top of pump. Customer cleared alarm but could not rewind insulin pump. The insulin pump will not be returned for analysis.